Event description:
It was reported that the diamondback 360 peripheral orbital atherectomy device (oad) packaging was observed to be open when it was taken off the shelf by staff for a procedure. A note was on the box indicating the packaging was opened. It was unknown why the packaging was opened. A new oad was used to complete the procedure.

Manufacturer narrative:
Correction: g1.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported unsealed device packaging was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported unsealed device packaging could not be determined. The oad was returned in the tray without a sterile pouch. It cannot be determined when the pouch was opened and discarded. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: g3, g6, h2, h3, h6. H6: codes 4755, 4118, 3233, 11 no longer apply.

Event description:
It was reported that the diamondback 360 peripheral orbital atherectomy device (oad) packaging was observed to be open when it was taken off the shelf by staff for a procedure. A note was on the box indicating the packaging was opened. It was unknown why the packaging was opened. A new oad was used to complete the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the diamondback 360 peripheral orbital atherectomy device (oad) packaging was observed to be open when it was taken off the shelf by staff for a procedure. A note was on the box indicating the packaging was opened. It was unknown why the packaging was opened. A new oad was used to complete the procedure.